Event description:
Upon further review, capsular contracture, baker grade IV was reported for the left side. Un-reporting of capsular contracture.

Event description:
Healthcare professional reported "capsulotomy". Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV . Device evaluation: based on the product analysis performed, the assessments of the complaints are: insufficient information: no observations are performed for the complaint as the event is insufficient information. As per the investigation procedure deformation and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.